Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by(B)(4). (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at (B)(4). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house clinical hcg negative urine samples. All hcg results were negative at read time and met qc specification. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
It was reported that 3 false positive results occurred with hcg tests on three patients. Unknown type confirmatory test in the lab x1=x1 negative result. The age information was not patient specific to each patient. The ages given were (B)(6). This file is for one patient that was having a procedure performed. It is unknown what the procedure was for, if it was elective or if it was rescheduled or performed. When asked if any procedures were performed based on the questionable test result and if there were adverse clinical outcomes, the answer from the customer was "none". Although requested, no other information was received. The other 2 files are 2027969-2019-00373, 2027969-2019-00374.